Event description:
It was reported that patient underwent a total hip arthroplasty on (B)(6) 2010. Subsequently, a revision procedure was performed on (B)(6) 2014 due to metallosis. A review of invoice history reveals that the patient was implanted with an active articulation bearing and ceramic biolox femoral head during the revision.

Manufacturer narrative:
This follow up medwatch is being submitted to report it is a duplicate of (B)(4), 1025034-2013-01173, 01174 and 01175.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded deviation or anomaly. There are warnings in the package insert that states this type of event can occur. Under possible adverse effects it states, "material sensitivity reactions."